Event description:
It was reported that multiple intermittent cartridge alarms occurred during the load sequence. Customer reloaded the cartridge, loaded a new cartridge and ultimately reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.